Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, high capture threshold and failure to retract helix were observed on the right ventricular lead. The lead was not implanted. Another lead was implanted successfully without any adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The previously reported return date was erroneously omitted; the return date of (B)(6) 2018 should be included